Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that she underwent a gynecological surgical procedure on (B)(6) 2011 and meh was implanted, due to her stress urinary incontinence and pelvic organ prolapse. It was reported that the patient experienced undisclosed adverse event. It was reported that she underwent removal surgery in (B)(6) 2018 and other undisclosed procedures. No additional information was provided.